Event description:
Reporter indicated a vns pt experienced left vocal cord paralysis as a result of revision surgery. Follow-up with the physician revealed the pt's vocal cords are now "fine" and her "device is working fine". The pt is still experiencing slight hoarseness. Good faith attempts to obtain additional info have been unsuccessful to date.